Event description:
Additional information received reported that the patient was having the lead revision or replacement on (B)(6) 2015.

Event description:
It was reported that one lead had completely slipped two spaces. It was still in the thoracic but it had gone down to vertebral bodies and there was a lot of abdominal stimulation in both leads. There was a car accident in (B)(6) 2015 and this was when they first noticed the issue. Reprogramming was unsuccessful and they would do a lead revision with possible replacement of the implantable neurostimulator (ins). The replacement had not been scheduled yet. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 977a2, product type lead product ID 977a2, product type: lead. (B)(4).